Event description:
A medtronic rep reported an inaccuracy of 4mm laterally and posterior 30 mins into an (B)(4) case. The surgeon continued the surgery using the system with no impact on the pt outcome.

Manufacturer narrative:
The device has not been returned to the MFR.